Event description:
It was reported that the patient came in to the clinic today with complaints of pocket stimulation. The right ventricular lead exhibited inadequate capture, high lead impedance and noise. It was decided to leave the programming in unipolar. The patient no longer felt pocket stimulation. The patient would be monitored with scheduled follow up.